Event description:
It was reported that the pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.